Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional customer contact phone: name: (B)(6) occupation: biomedical engineer, phone: (B)(4). A getinge field service engineer evaluated isolated leak to helium manifold. Replaced helium manifold. Performed functional check and safety test then returned unit to clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) leaking helium and screen bracket broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).